Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 440 mg/dl at the time of incidence. Customer was treated with bolus and declined to troubleshoot for the high blood glucose. The customer stated that the auto mode feature was not active. Customer also stated that insulin pump received calibration not accepted alert. The insulin pump will not be returned for analysis.